Event description:
It was reported that the device was used during a laparoscopic colon. The device did not fire or break the breakaway washer. The procedure was converted to an open surgery and completed with another device.